Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. No usb cable or wall adapter were received for investigation therefore no evaluation could be performed for the usb cable and wall adapter allegations.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Additionally, it as reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb cable. A new wall adapter and usb cable were sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.